Event description:
A report was received that the pt had an infection at the pocket site. The pt's symptom was redness at the ipg site. The physician cleaned out the pocket and left the ipg implanted.